Event description:
As reported, the sealant of a 6-12f mynx control venous vascular closure device (vcd) was still attached and was not successfully deployed into the patient. There was no reported patient injury. The device was used to close left groin on a patient post farapulse procedure through an unknown 11f sheath. The physician deployed the device successfully, and the tech took over for lsd steps for removal of the device. It was reported by the sales rep that upon observation during the case, its possible that the tech may have rushed through those steps and did not wait until the balloon was fully deflated before removing the device from the body, and when the tech pulled it out with the sheath attached, the sealant was still attached to the tip of the catheter. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 6-12f mynx control venous vascular closure device (vcd) was still attached and was not successfully deployed into the patient. Hemostasis was achieved by manual compression for less than 30 minutes. There was no reported patient injury. The device was used to close left groin on a patient post farapulse procedure through an unknown 11f sheath. The physician deployed the device successfully, and the tech took over for lsd steps for removal of the device. It was reported by the sales rep that upon observation during the case, its possible that the tech may have rushed through those steps and did not wait until the balloon was fully deflated before removing the device from the body, and when the tech pulled it out with the sheath attached, the sealant was still attached to the tip of the catheter. The procedure used a retrograde approach. An 11f non-cordis sheath was used. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. There was no visible damage to the sheath or the distal end of the sheath after removal. The vessel diameter was not verified to be greater than or equal to 5 mm in diameter. The femoral vein was the stick location. There was no presence of pvd / calcium in the vicinity of the puncture site. The patient was not hospitalized nor was the patient's hospitalization extended as a result of the event. The patient¿s outcome/status after the mynx event is recovered. The sealant was not deployed, it was stuck to the device. Button #1 was fully depressed. As per the rep, the balloon was not fully deflated per their observation. There was no resistance noted during use of the device. The user is trained to the device. The device was prepped and stored per instructions for use (IFU). Additional information was requested but not provided. The device was not returned as expected.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: a3a, b7, b5, g3, g6, h1, h2, h3 and h6. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the sealant of a 6-12f mynx control venous vascular closure device (vcd) was still attached and was not successfully deployed into the patient. Hemostasis was achieved by manual compression for less than 30 minutes. There was no reported patient injury. The device was used to close the left groin on a patient post-farapulse procedure through an unknown 11f sheath. The physician deployed the device successfully, and the tech took over for lock/stabilize/deflate (lsd) steps for removal of the device. It was reported by the sales rep that, upon observation during the case, it is possible that the tech may have rushed through those steps and did not wait until the balloon was fully deflated before removing the device from the body. When the tech pulled it out with the sheath attached, the sealant was still attached to the tip of the catheter. The procedure used a retrograde approach. An 11f non-cordis sheath was used. There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral artery or vein. There was no visible damage to the sheath or the distal end of the sheath after removal. The vessel diameter was not verified to be greater than or equal to 5 mm in diameter. The femoral vein was the stick location. There was no presence of peripheral vascular disease (pvd)/calcium in the vicinity of the puncture site. The patient was not hospitalized, nor was the patient¿s hospitalization extended as a result of the event. The patient¿s outcome/status after the mynx event is recovered. The sealant was not deployed; it was stuck to the device. Button #1 was fully depressed. As per the rep, the balloon was not fully deflated per their observation. There was no resistance noted during use of the device. The user is trained to the device. The device was prepped and stored per instructions for use (IFU). Additional information was requested but not provided. The device was not returned as expected. A product history record (phr) review of lot f2429903 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of "sealant-inaccurate placement-complete" could not be confirmed as the device was not returned for analysis. The exact cause of the issue experienced could not be determined. Based on the information available for review, procedural/handling factors (sales rep reported that tech may have rushed through the final steps and did not wait until the balloon was fully deflated before removing the device from the body) likely contributed to the issue experienced. Per the mynx control venous IFU, step 3: remove device, which is not intended as a mitigation, "fully retract the syringe plunger to lock position in order to draw vacuum. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger to stabilize and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Fully depress button #2 to retract the deflated balloon into the device catheter. While maintaining fingertip compression on the skin, remove the device with procedural sheath from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved." It should be noted, if removal of the device is not performed as instructed (after full balloon deflation and complete button #2 depression while maintaining fingertip compression and realigning with the tissue tract), the placement of the sealant could be affected. Neither the phr, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.